Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.0/+3.0/092 diopter, in the patient's eye on (B)(6) 2015. The surgery was uneventful. After the surgery, they noted microbial growth/deposits on the exterior of the glass bottle, especially on the rim and neck. The lens remains implanted and the patient is doing well.

Manufacturer narrative:
Method: device history record review. Results: review of the complaint by the manufacturing team concluded the "microbial growth-like deposit" on the exterior of the vial, is most likely the residual balanced salt solution (bss) on the vial. As part of the product processing steps, it is possible that bss could be deposited on the vial(s) and if the bss dries up and the vial surface is not thoroughly wiped down, as per the procedure, this could cause "microbial growth-like deposit" on the vial surface. Hence, re-training of the concerned operators was completed by manufacturing as a corrective action. (B)(4).